Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was also reported to have had an allergy to metallic material used, potentially from the staples. The patient was explanted and was additionally treated with oral antibiotics. There have been no further reports of complications.